Event description:
Pr (B)(4) additional information 1. Is there any adverse event reported? No mat#: 309653 lot#: 3096926 it was reported by customer that ) when chemolock disconnected from bd 50ml syringe - chemolock remained connected to chemolock 13mm closed vial spike, and immunotherapy spill occurred. Majority of spill was contained on blue tena underpad. Writer notified patient, unit clerk, and charge nurse of spill, then proceeded to clean and contain spill with spill kit as per agency policy and procedure. Writer placed new chemolock on bd 50ml syringe to mitigate further spills. Verbatim: rcc received a complaint via email. Email(s) attached. Writer was reconstituting bcg (immunotherapy) when chemolock disconnected from bd 50ml syringe - chemolock remained connected to chemolock 13mm closed vial spike, and immunotherapy spill occurred. Majority of spill was contained on blue tena underpad. Writer notified patient, unit clerk, and charge nurse of spill, then proceeded to clean and contain spill with spill kit as per agency policy and procedure. Writer placed new chemolock on bd 50ml syringe to mitigate further spills.

Manufacturer narrative:
Pr (B)(4) follow up a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 3096926. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. See h10 narrative.

Manufacturer narrative:
Pr 9057814: initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a0504 - leak / splash. Patient problem code: f26 ¿ no health consequences or impact.

Event description:
Mat#: 309653, lot#: 3096926. It was reported by customer that ) when chemolock disconnected from bd 50ml syringe - chemolock remained connected to chemolock 13mm closed vial spike, and immunotherapy spill occurred. Majority of spill was contained on blue tena underpad. Writer notified patient, unit clerk, and charge nurse of spill, then proceeded to clean and contain spill with spill kit as per agency policy and procedure. Writer placed new chemolock on bd 50ml syringe to mitigate further spills. Verbatim: rcc received a complaint via email. Email(s) attached. Writer was reconstituting bcg (immunotherapy) when chemolock disconnected from bd 50ml syringe - chemolock remained connected to chemolock 13mm closed vial spike, and immunotherapy spill occurred. Majority of spill was contained on blue tena underpad. Writer notified patient, unit clerk, and charge nurse of spill, then proceeded to clean and contain spill with spill kit as per agency policy and procedure. Writer placed new chemolock on bd 50ml syringe to mitigate further spills. Additional information from customer: 1. Is there any adverse event reported? No